Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that balanced salt solution leaked through the cassette. The cassette was replaced without further complications. There was no patient involved.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and the drain bag had been cut under the drain port to drain the fluid. The cassette was then tested for leakage utilizing an external pressure source and no leakage was detected. A console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. 400 millimeters (ml) of fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the connector, the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).